Event description:
It was reported that it was not possible to interrogate the device, despite using multiple programmers. The device was found to have reached recommended replacement time (rrt) a month prior. Follow up is in process for additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that it was not possible to interrogate the device, despite using multiple programmers. The device was found to have reached recommended replacement time (rrt) a month prior. It was later possible to interrogate the device after having the patient sit up. The device was later explanted and replaced due to reaching rrt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.